Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed during the service call.

Event description:
The customer reported that the 8800 system would not save images. No patient injury was reported.